Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, the stapler failed to cut intra-op while attempting to connect a hartmann pouch during a total colectomy procedure. The ileostomy was pulled up out of the abdomen and the end was stapled, removing approximately 1 cm of terminal ileum. The ileum was then returned to the abdomen and the user began to fashion a j-pouch, which was approximately 15 to 20 cm in length. A small enterotomy was made at the end of the j and two firings of the stapler was then used to try to create this j-pouch; however, on the second firing the stapler broke and unfortunately the staples were deployed but the intervening bowel was not cut; therefore, the user had to excise this pouch using another device to divide the mesentery, and another stapler to divide and remove the pouch. A second pouch was created using the neoterminal ileum; again, an enterotomy was made at the bottom of the j and two firings of a stapler were used to create the j-pouch. The distal tip of the j was tacked to the afferent limb to prevent it from kinking. An anvil was placed in the distal end using a purse string suture. The user then created a pouch anal anastomosis using a stapler. There was no tension on the j-pouch or the mesentery. Additional colon was resected in order to re do the pouch because the staples had damaged the tissue of the first j loop.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned product. The initial visual inspection of the instrument noted that one fully applied ila 100-3.8mm sulu was received. The knife blade is advance; the knife blade assembly was bent. The pusher thumb piece was intact. All drivers were deployed, no staples were present at the moment of the evaluation. No other damages were observed din the cartridge, drivers, neither in the knife guard. The knife blade was fixed and the dlu was functionally tested; the knife advanced cutting the test media as intended. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the bent knife blade assembly and damaged knife blade. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur if the loading unit and knife blade was applied over an obstruction during clinical application. If the knife path was obstructed, permitting the pusher path to go forward deploying the staples; this is why the staples formed even when the unit did not cut, due to the knife shaft not being able to advance freely. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.